Event description:
The caller reported that the pt's tracheostomy tube had a deflating cuff. The tracheostomy tube was placed in the pt in 2009. The tracheostomy tube's cuff was pretested. Brand ky jelly was used to lubricate it. The cuff on the tracheostomy tube is only inflated when they use suction on the pt. They noticed the cuff would hold air when they inflated it to suction the pt. The leak was noticed and the tracheostomy tube was removed one week later, and replaced by the caller with a new 6dct tracheostomy tube. The tube was discarded and the lot number is unk.